Event description:
The customer reported this right ventricular lead was surgically abandoned (capped) due to an increase in threshold measurements. The pt is 100 percent paced in the ventricle and the outputs have been between 3.5 v to 5.0 v at 1.0 ms since the previous generator change. A new lead was successfully implanted and no adverse pt effects were reported. The lead was actively implanted for approx 9 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.